Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer reported that the system required a lamp change. The reported event occurred before surgery. There was no patient impact. The company representative examined the system and replaced a lamp module assembly. The system was then tested and met all product specifications. The system was manufactured on september 13, 2006. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause cannot be determined conclusively. (B)(4)

Event description:
A medical assistant reported that the equipment required a lamp change prior to a surgical procedure. There was no patient involvement.